Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cervical spine procedure. The rep indicated that the surgeon was having difficulty securing the clamp on c2 as the spinous process was thicker than expected. The surgeon had to open the clamp beyond the normal range which disengaged the screw. The assistant pressed on the sides of the clamp to re-engage the screw which allowed the screw to re-engage and the case to continue, the clamp was determined to have functioned as intended. The delay in surgery was less than 1 hour and there was no change in patient outcome as a result of this issue.